Event description:
Information received from the field notes that during inter- rogation just before device change-out, a message appeared that eri had been reached. When "clear eri" was pressed, loss of ventricular capture was seen. The device was programmed to 50 ppm in vvi to regain capture. The device had been programmed to 5.0 v, 0.8 ms due to ventricular capture thresholds at 1.0 v - 1.5 v. The device may be at end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative